Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: reporter is a j&j sales representative. A review of the device history record has been requested. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the USA as follows: it was reported that on an unknown date, during reassembling set after spd washed the set, the aiming arm was discovered that the gold lever falls off due to pin falling out. There was no patient consequence. This complaint involves one(1) device aiming arm for adolescent lfn nail-ex. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: product code #: 03.010.227-us, synthes lot #: l886242, manufacturing site: werk hägendorf, release to warehouse date: july 10, 2018 . A manufacturing record evaluation was performed for the non-sterile article lot and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the aiming arm for adolescent lfn nail-ex was observe that one of the knob locks fell off due to the pin that attached the knob to the aiming arm fell off. A dimensional inspection for the aiming arm for adolescent lfn nail-ex was not performed as it is irrelevant to the reported complaint condition. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the aiming arm for adolescent lfn nail-ex would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.